Event description:
A pt who was treated for recurrent in-stent restenosis of a bare matal stent (bms) with a cypher stent-the index procedure. The bms restenosis has been previously treated with percutaneous transluminal coronary angioplasty (ptca) with a cutting balloon and b-radiation therapy. A repeat angiogram seven months after the index procedure, the pt's antiplatelet therapy of aspirin and plavix was discontinued in anticipation of a urological procedure. One week after discontinuing of the antiplatelet therapy, the pt developed an acute anterior st segment elevation myocardial infarction (ami) with cardiogenic shock. The pt was found to have an occlusive thrombus (sub acute thrombosis-sat) which was treated with aspiration, intra aortic counter pulsation (iabp), and vasopressor therapy.